Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer's blood glucose level at the time of the issue was 324 mg/dl. Technical support instructed the caller to attempt troubleshooting steps, including pressing the pump button firmly and connecting the pump to a power source, but the display remained black even after the pump turned on. Due to the unresolved issue, technical support decided to replace the pump. The caller will reach out to their healthcare provider as no backup insulin delivery method was currently available.